Event description:
It was reported that a monarc sling was implanted in "early" 2011 to treat stress urinary incontinence. Cystoscopy was performed following implant and no issues were noted at that time. Five months later the patient presented to another urogynecologist with "sling failure and worse incontinence." Cystoscopy was performed and revealed that the sling had eroded into the bladder and urethra. No additional patient complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.